Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of implant a high impedance warning was alerted for the right ventricular (rv) lead and possible intermittent oversensing was noted. The rv lead remains in use. No patient complications have been reported as a result of this event.